Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The diamondback coronary orbital atherectomy device instructions for use states that dissection and perforation are possible adverse events which can occur with use of the diamondback coronary orbital atherectomy device. Csi ID# (B)(4).

Event description:
A diamondback coronary orbital atherectomy device (oad) was selected for treatment of a focal lesion in a 90% stenosed, severely calcified mid right coronary artery (rca) via femoral access. The vessel was approximately 4.0mm in diameter and non-tortuous. Two treatments were performed. The physician wanted to have more room to treat the proximal portion of the lesion, and the oad was advanced without locking the crown. The crown moved during the repositioning. When the oad was turned on, the crown jumped into the guide catheter, and the guide catheter jumped into the vessel. An a2 dissection and contained perforation occurred. Balloon angioplasty and stent placement were performed. A small dissection was still observed proximal to the stent, and the physician thought there may still have been a contained perforation. An echocardiogram was performed, and no effusion was observed. A second stent was placed proximal to the existing stent. Thirty minutes after the second stent was placed, echocardiography showed no effusion. The patient was stable following the procedure with no chest pain or discomfort. It was noted that the physician stated there had been a medial wall hematoma in the vessel that had not been noted prior to the procedure.